Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine [12 mg/ml] at a dose of 5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that during a pump replacement an unusual tissue growth was observed around the catheter and that there was then an enquiry into the patency of the catheter. It was indicated that the hcp thought it may be a granuloma and was concerned that the catheter may not be patent at the proximal pump segment and leaking medication into the pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. The hcp aspirated the existing catheter and observed both liquid and some bubbles as diagnostics/troubleshooting performed. The pump segment of the catheter present in the pocket was removed and a new pump segment was implanted as surgical intervention taken to resolve the issue. The new catheter was aspirated and determined to be patent. The partial explant would be returned by the representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from the representative on 2017-mar-14. It was reported that the catheter was available for return.

Event description:
On (B)(6) 2017 it was confirmed that the catheter was sent back for analysis by the representative. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter/sc connector found coring, tears, cuts in seal that met leak criteria per ndhf1162-113599.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.